Event description:
Abbott point of care (apoc) was contacted by the customer stating the I-stat ctni cartridges were yielding an increase in the number of quality check code (qcc) 149. Based on the info provided by the customer, there was no indication of pt impact due to increase in qcc 149s.

Manufacturer narrative:
(B)(4). Apoc conducted and internal review of quality data and customer-returned product testing indicate that a section of ctni lot s10130a is associated with elevated rates of qcc 149. Quality acceptance criteria is being evaluated/updated to ensure apoc inspection captures elevates qcc rates.